Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. One device was received for investigation. The device was evaluated, and the reported condition was not observed. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the tube's guidewire adhered to the inner wall after opening the package. Per additional information provided on (B)(6) 2025, the guidewire is stuck to the inner wall of the pipe and cannot loosen, making it impossible to remove the guidewire. The hydromer coating was activated following the instructions for use.